Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse contacted baxter product surveillance to report a leak in the transfer set of a home patient (hp). The nurse stated that the hp came into the clinic to report that the transfer set was not working properly. The nurse inspected the transfer set and discovered that the portion of the white twist clamp on the transfer set that locked the twist clamp in the closed position was broken. The nurse explained that as a result of this break, the twist clamp would rotate continuously and not prevent fluid from leaking out of the transfer set. The hp had her transfer set replaced and was given 500mg of keflex orally twice a day for 10 days. The nurse stated the sample was discarded and not available for evaluation. There was no patient injury as a result of this event.